Event description:
It was reported that the customer had been having channel errors happening with the pcus. He said it was most likely from improper cleaning or the age of the device. There was no reported patient impact.

Manufacturer narrative:
The reported issue of pcu channel errors could not be confirmed as no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. The root cause for the reported issue of channel errors was not determined because no product or device logs were returned. No device history search was performed since no source device serial number was reported by the customer. A review of the may 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "channel errors¿ based on the crb review and the limited information provided no further investigation actions will be performed. H3 other text : no product returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that the customer had been having channel errors happening with the pcus. He said it was most likely from improper cleaning or the age of the device. There was no reported patient impact.